Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that gravity IV set tubing separated. The following information was provided by the initial reporter: circumstances of occurrence / description of the facts: the notifier declares a defect on the product gravity perfuser without dehp 1 tap 3v with extension 60cm, per 02/2021. G5% bag impacted with a three-way tubing, purging performed without problem but after putting the hydration bag on the infusion stand and wanting to adapt it to the patient's infusion line, the 3-way tubing got disengaged at the tap.

Event description:
It was reported that gravity IV set tubing separated. The following information was provided by the initial reporter: circumstances of occurrence / description of the facts: the notifier declares a defect on the product gravity perfuser without dehp 1 tap 3v with extension 60cm, per 02/2021. G5% bag impacted with a three-way tubing, purging performed without problem but after putting the hydration bag on the infusion stand and wanting to adapt it to the patient's infusion line, the 3-way tubing got disengaged at the tap.

Manufacturer narrative:
The device listed is not a finished medical device by bd and therefore should not have been reported. MFR# 9616066-2020-20046 is cancelled and void as a result.